Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04197. It was reported the patient had difficulty charging, and was experiencing heating while charging the ipg. The patient also reported the ac adapter would get hot. The sjm representative met with the patient, and was able to establish communication without incident. During the charging session, the patient stated she could not distinguish if there was heating. A replacement charging system was sent to the patient. Follow up identified the issue had resolved. It was reported the heating issue was only present if the patient was moving around while charging. The patient was advised to charge more frequently for less time.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation codes: results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.